Event description:
It was reported a patient underwent an unknown procedure on an unknown date and topical skin adhesive was used. There was a foreign substance like a piece of wood in the package. There were no adverse consequences to the patient. Additional information has been requested. Upon receipt and analysis it was observed a piece of cardboard inside the package.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number?=>from the actual product: tgbcxx. H3 evaluation: the product was returned for evaluation. Visual inspection was conducted on the returned device visual analysis of the returned sample determined that the device was returned inside its package unopened; upon visual inspection, a foreign matter was noted to be inside the packaging and appears to be cardboard box. As part of quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on how the cardboard box was introduced inside the sterile package, it is possible that the cardboard box adhered to the device during the packaging process due to static. The reported complaint was observed. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.